Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device check of this cardiac resynchronization therapy defibrillator (crt-d) system prior to an atrial fibrillation (af) ablation procedure, two episodes were discovered containing oversensed noise with pacing inhibition. It was noted that there was no asystole, and the patient's own rhythm came through. The physician mentioned that the patient was a farmer and was very active. As a result, it was suspected that the observed noise may be attributed to a small fracture in the right ventricular (rv) lead. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service and will continue to be monitored. No adverse patient effects were reported.